Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Although smith and nephew suturefix product was described in the article, the patient recruitment period was from 2005 to 2018, and the product was launched and first used around 2017. Per additional information received, the event captured in this report occurred at the early stage of patient recruitment; therefore, it was not related to the use of suturefix product. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Internal complaint reference: case (B)(4). Literature: posterior repair of isolated type 2 superior labrum anterior-posterior lesion prevents external rotation deficiency: long-term outcome study. Doi: 10.1007/s00167-021-06608-6.

Event description:
It was reported that on literature review ¿posterior repair of isolated type 2 superior labrum anterior-posterior lesion prevents external rotation deficiency: long-term outcome study ¿, after surgery with an unknown suturefix ultra anchor, two patients had early failure requiring revision surgery. No further information is available.